Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. No fault found with analyzer. The analyzer passed all functional and systems tests.

Event description:
It was reported the programmer was unable to communicate with the analyzer; device switched on/off and battery replaced with nil effect. The programmer and analyzer were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 2067l radio frequency head. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.